Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 24-apr-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving bupivacaine 2.5 mg/day and dilaudid 15 mg/day (unknown concentration) via an implantable pump. Indication for use was spinal pain. The date of the event was approximately (B)(6) 2019. It was reported the patient had diarrhea and lost 20 pounds. The pump shifted, and a catheter kink was suspected. The healthcare provider was ¿able to push the kink with dye test'. The patient was told he was ¿good to go¿. No further complications were reported. Additional information was received from a healthcare professional (hcp). The cause of the catheter kink and pump movement was not determined. It was unknown if the patient experienced any symptoms. The patient was referred to neurosurgery for a catheter revision. The pump movement has been resolved. The pump was in place and was functioning. The patient¿s weight at the time of the event was (B)(6) pounds.